Event description:
It was reported that during a laparoscopic left adrenalectomy procedure, after insertion in the beginning of the case, the device was leaking co2 from the universal seal where the devices are introduced. It is unk how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the device was received and the lens of the obturator was noted to be cracked. The device was functionally leak tested and failed. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the damage observed at analysis. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. In addition, a corrective action has been initiated to address the root cause of the insufflation issues and the found cracked lens. The batch record was reviewed and no anomalies were noted during the mfg process. Leak test failure.